Event description:
Olympus received a medwatch report mw5110616 reported that the bipolar macro forceps worked only very minimally and did not coagulate as needed. Reporter noted on the form "output below specifications. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Further communication with the customer, the following information conveyed: procedure performed was a diagnostic laparoscopy, left ovarian cystectomy, evacuation of hemoperitoneum. The procedure was able to be completed with another device (unknown model and serial number). Event did not have any effect on patient. A stated by the reporter, "no obvious affect immediately noted". Investigation is ongoing. This report will be supplemented accordingly following investigation.